Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when the device delivered a cut line of 1 cm, had the device delivered a complete staple line? If not, what was the length of the staple line that was delivered? If yes, were all of the staples that were delivered unformed? Or were the staples malformed? Just to confirm, did the device only partially fire; were the staple line and cut line equal in length?

Event description:
It was reported that during a laparoscopic gastrectomy, the staples were unformed at the first stroke of the first firing. The device was used at a gastroduodenal anastomosis of delta anastomosis. The cutting line was only 1 cm. The cartridge color was white. Another device was used and the staples were additionally deployed to complete the case. There were no adverse consequences to the patient. The condition of the patient is stable.

Manufacturer narrative:
(B)(4). Batch # m55k50. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 2/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.